Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported that the insulin pump had alarmed for no delivery and that the cannulas were bent. No blood glucose reading was given. Nothing further was reported.